Event description:
During a laparoscopic splenectomy procedure, the device was opened and fired across the hilum and short gastrics. The fifth firing was aborted when the device was unable to be opened in the abdomen. A clip applier was used to ligate the few remaining vessels. A like device was used to complete the procedure. There was no pt consequence.